Event description:
It was reported that, two days after implant, the patient complained of chest pain and shortness of breath. The patient also developed hypotension. Pericardial tamponade was discovered resulting from the helix of the lead which punctured the atrial wall and stuck into the pericardium. A drain was performed to remove the bleeding and cardiac surgery was required to suture the atrial wall. The lead was removed and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.